Event description:
The customer sent a medwatch that stated the "physician had a difficult time with cautery, it did not aapear to cut the base of the polyp. The device was taken to biomed & checked. No problems were found & returned to service. On 10/31/96, a similar problem occurred with the same piece of equipment. The physician had a difficult time cauterizing the polyp. The pt experienced some bleeding & was admitted as inpatient for observation. The pt was returned to endoscopy unit on 11/1/96 due to continued bleeding. The physician used a different cautery, went further down the stock which is usually thicker & much more difficult and had no problems."